Event description:
It was reported that during a pci procedure, a shaft fracture occurred. The lesion being treated was located in the second segment of the left anterior descending (lad) artery and the first segment of the circumflex artery (cx). The lad 2nd segment lesion was predilated with the 2.0x20mm maverick2 monorail balloon catheter followed by deployment of another manufacturer's stent with nice angiographic result. An iq guidewire was advanced into the cx and the 2.0x20mm maverick2 monorail was used to back up the wire placement. The physician was unsure about the guide wire placement, so the balloon was retracted. It was then observed that the balloon shaft and approx 40cm of the proximal part of the balloon was "broken apart". The broken segment of the balloon catheter was retracted by the use of a snare. There were no reported patient complications. A repeated pci of the cx 1st segment was performed two days later with good results.